Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Event description:
Device report from (B)(6), reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during the unknown surgery on (B)(6) 2013 the handle and the shaft of screwdriver was jammed together, the surgeon cannot change the tap and shaft of screwdriver. As a result the surgeon cannot turn the 4th screw into the hole of skull. The patient was impacted and the surgery was delayed. There was no another instrument available to use in the surgery. The event did not require additional medical treatment. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: one handle with mini quick coupling small was returned for evaluation. There is normal wear associated with use on the surfaces. The lock and unlock function check failed this evaluation. Feature d1 on component (B)(4) and feature l1 on component (B)(4) failed due to wear observed on these features. The wear observed is from use in the field and not associated with manufacture. Some component ((B)(4)) features are unobtainable because these components are not able to be removed without destroying their features. Because some relevant features failed due to wear from use in the field and other features are unobtainable due to not able to be removed this complaint is indeterminate. Placeholder.